Manufacturer narrative:
Device evaluation: the protégé gps was inspected and observed the distal end of the stent was exposed outside of the distal rim over the outer. Approximately 0.4cm of the stent was exposed from the outer. No signs of fracturing of the stent were noted. The positioning of the struts indicates the stent was likely attempted to be pulled back into the sheath. There were no signs the stent was exposed while inserted the vessel. No damage to the deployment system was noted. The protégé everflex deployment system was received with the thumb screw loose. A 0.35" gw from the lab was front loaded the deployment system. No resistance was encountered. The protégé gps was loaded the lab deployment apparatus and was able to deploy at 1.86 lbs. The stent was able to deploy from the deployment system at less than 3 lbs of force. The stent was 6cm and no damage was observed. The retainer and the distal tip of the deployment system was inspected under microscope and found no damages or anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a moderately calcified lesion in the mid superficial femoral artery (sfa). Using a protégé gps. The device was prepped with no issues. The thumbscrew/lock-pin was checked prior to procedure for securement. The device passed through a previously deployed stent. No resistance was encountered due to torturously and excessive force was not used. It was reported that the stent did not deploy at the lesion. Another protégé gps was used to complete the procedure with no issues. No patient injury was reported. When the device was returned to the manufacturing facility it was noted to be damaged.